Event description:
((B)(4)) and found error code 810:10 indicating that ail (air in line / occlusion pressure) sensor out of calibration. Pump to be sent to baxter healthcare for calibration / repair.

Event description:
((B)(4)) found error code 810:11 indicating that ail (air in line / occlusion pressure) sensor out of calibration. Pump to be sent to baxter healthcare for calibration / repair.

Event description:
((B)(4)) and found error code 810:04 indicating that ail (air in line / occlusion pressure) sensor out of calibration. Sent pump to baxter healthcare for calibration / repair.